Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc was evaluated and the power supply voltage was returned to the optimal operating voltage. The generator interface pcb and fluoroscopy function pcb were also evaluated and replaced and system configuration files were reloaded. The system was tested and found to be working as intended and returned to service.